Event description:
A left sfa abductor canal angioplasty failed in 5/2003. The physician decided to stent with the protege 150. The patient returned for follow-up on 9/2005 and a fracture was observed on cine.

Manufacturer narrative:
E-mail copy of x-ray of actual complaint stent was received for evaluation.